Event description:
PICC leaking at insertion site. The PICC was removed and replaced.

Manufacturer narrative:
This complaint is unconfirmed. During functional testing no leaks were observed, the catheter was pressurized twice and no leaks were manifested. It is possible a fibrin sheath may have formed over the catheter tip. This can redirect flow back towards the proximal end of the catheter, and under x-ray appear as a leak. Fibrin sheaths can be dissolved using chemical solutions recommended by the product instructions for use (IFU). A lot history review (lhr) of rexh0713 showed no other similar product complaint(s) from this lot number.